Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. No further information is available. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. During the first two firing sequences, the tip of the advancer slid toward tissue stop causing the jaws to remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were received. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. Due to short feed issues occurred, two clips with gap were formed; the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. The found short feed issues and the orange indicator failure are not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.